Manufacturer narrative:
Upon disassembly , extensive corrosion was discovered on various internal components, including the motor. The presence of corrosion can lead to internal components seizing up. Which may cause the device to smoke when operating.

Event description:
It was reported that the product smoked when turned on. There was no pt involvement, and no user injuries or adverse consequences were reported.